Event description:
It was reported that the atrial lead had low impedance. The lead remains in use and no patient complications have been reported as a result of this event. It was further reported that the lead was capped and replaced due to ongoing impedance and high threshold issues which triggered a patient alert.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the atrial lead had low impedance and high threshold. The lead remains in use and no patient complications have been reported as a result of this event. It was reported that the atrial lead had low impedance. The lead remains in use and no patient complications have been reported as a result of this event.